Event description:
Patient stated auto-inject is not working. Patient stated every time she uses the auto inject with the syringe in it, and follows the instructions, it won't actually inject. Patient also mentioned that it's hard to press the release button, so she had to take it out and replace it. Patient stated she had to take the syringe out of the autoinjector and manually inject herself. When auto-injector doesn't have the injector, it actually works.